Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient was having a routine eri battery change replacement, and preoperative impedances showed normal values. Once the new ins was connected, impedances showed high on contact 0. The surgeon disconnected the left extension, wiped the contacts, reinserted, and impedances came back as normal. Once the deep layers of tissue were sutured, another impedance check was performed and contact 0 came back as 30k again. No other interventions were tried or planned. It was noted the patient never had to use contact 0, and therefore, therapy was not currently affected by the new high impedance. There was no known reason for the high impedance. The issue was not resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.